Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7089310. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(4); batch: 506289.

Event description:
It was reported that the patient was experiencing inadequate and undesired stimulation on non target area despite of reprogramming done. X-rays were taken and revealed that the leads were migrated. The patient underwent an explant procedure and the explanted leads were kept by the medical facility.